Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a very small section of the kinetix guidewire. The approximate length of the returned piece of the guidewire is 8cm. Magnified inspection of the fracture surface appear to be consistent with separation due to ductile bending overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that aortic dissection and guide wire fracture occurred. The target lesion was located in the right coronary artery (rca). Following the advancement of a 185cm kinetix¿ guide wire, a stent was implanted to treat the target lesion. However, after contrast was used, it was noted that there were broken parts of the guide wire that was left inside the patient. Due to this, aortic dissection occurred. The physician then cut the broken part outside the aorta and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that aortic dissection and guide wire fracture occurred. The target lesion was located in the right coronary artery (rca). Following the advancement of a 185cm kinetix¿ guide wire, a stent was implanted to treat the target lesion. However, after contrast was used, it was noted that there were broken parts of the guide wire that was left inside the patient. Due to this, aortic dissection occurred. The physician then cut the broken part outside the aorta and the procedure was completed. No further patient complications were reported and the patient's status was stable.